Event description:
The user milked the device with a roller for many hours postoperativley suggesting poor wound drainage.device was placed at time of initial surgery in 2006.no adverse patient event reported.